Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  Event date is an estimation. Further information requested but not received. It is unknown which lead migrated so both are being reported on.

Event description:
Related manufacturer reference number: 1627487-2020-23036. It was reported that the patient's right t10 lead has migrated. X-rays confirmed the migration. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's lead was explanted and replaced. Surgical intervention resolved the issue.